Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter aortic valve, upon fluoroscopic inspection of the valve load, a frame node overlap to the third node was observed. A pre-implant balloon valvuloplasty (bav) was performed as standard practice for the implanting physician. Subsequently, the valve and delivery catheter system were inserted in to the patient and advanced to a depth of 3 mm at the annulus. At 80% deployment, no infold was observed in the valve frame. A valve infold was noted upon full release, however. Per the physician, the patient's large body max index (bmi) prevented the team from detecting the infold during inspection of the valve and initial deployment. Additionally, there were no live hemodynamics during deployment due to shared lines with anesthesia and the contrast injector. Hypotension was noted following full release. A post-implant bav was performed using a 26 mm non-medtronic balloon which resolved the infold. Soon after the bav, however, the patient experienced cardiogenic shock and a hemodynamic crash. Ventricular tachycardia and ventricular fibrillation were noted. Cardiopulmonary resuscitation was initiated, but this was unsuccessful. External defibrillation pads were also ineffective due to the patient's excessive bmi, necessitating the opening of the patient's chest and the use of internal defibrillation paddles to address ventricular fibrillation/ventricular tachycardia. The patient was also placed on bypass and stabilized on extracorporeal membrane oxygenation. Normal rhythm returned after intervention, and the patient was transferred for monitoring. The cardiac surgeon noted the patient was severely "stunned" after the infolded valve initially restricted flow, but recovery was observed by the time the surgeon left the room.